Manufacturer narrative:
Title: airway fire during left internal mammary dissection in cardiac surgery: a case report source cases-anesthesia-analgesia.org, volume 11, 2018 (348-350) article number: 12 date of publication: 15 december 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, during surgical dissection of the left internal mammary artery (lima), a circuit leak was noted. The customer stated patient was hand ventilated with room air and again a circuit leak was evident. The tracheal tube pilot balloon demonstrated the cuff to be deflated and unable to hold air. A tube exchanger was placed and the tracheal tube was removed revealing singed holes in the cuff. A new tracheal tube cuff was placed easily over a tube exchanger. The patient was extubated. The customer indicated that there was patient harm associated with this event.